Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system was on critically override. A technical support specialist (tss) dialed into the server and logged into pes, then navigated to settings to verify that the user 'cnnadi' is active. Next, checked user roles under the permissions tab and found that override scan on return is enabled while override scan on refill/load is disabled, with all functions greyed out. Finally, the tss reviewed the device settings for cv_main2 and noted that the critical override tab is unchecked. The co was enabled for nurse supervisor and checked user account. The tss restarted data synchronization service, external messaging and maintenance services. The tss requested the customer for another nurse supervisor and provided the name. After dialing into the server, the tss found that the details match except that the user was assigned both nurse and nurse supervisor roles, whereas the other user is only assigned nurse supervisor. The tss received confirmation from the customer side that the issue got resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, had multiple station unable to set machine on critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.